Manufacturer narrative:
A review of all complaints associated with the architect iref solution (ln 1e49 and lot number 85314un20) and a review for complaint trends or corrective and preventative action records was performed. The review did not identify any trends associated with this issue. A review of the instrument service history did not reveal any service tickets associated with depressed results. There were no additional service or complaint issue on or around the date of the complaint that may have contributed to the issue. A review of the architect c16000 processing module tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. The trend review and lot search of iref solution did not identify an increase in complaint activity for the complaint issue. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for depressed results. Based on the investigation no product deficiency was identified for the architect iref solution, lot number 85314un20 and architect c16000 processing module.

Manufacturer narrative:
Complete information for section a patient information, patient identifier = sid (B)(4), sid (B)(4) and sid (B)(4). There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results on architect c16000. Processing module for several patients. The results provided were: on (B)(6) 2020. Sid (B)(4) initial sodium=115 mmol/l /repeated=139 mmol/l. Sid (B)(4) initial sodium=114 mmol/l /repeated=140 mmol/l. Sid (B)(4) initial sodium=120 mmol/l /repeated=138 mmol/l. Reference range=136 to 145 mmol/l. There was no reported impact to patient management.